Manufacturer narrative:
The reported issue was confirmed; the foreign material was clogged which impacted the water volume supply and restricted water removal. Functional testing also showed the up/down knob had excess play due to a worn angle wire. Visual inspection of the device found additional issues: the air/water cylinder had no color indicator; the scope cylinder had no color indicator; the switch box was dented; the right/left knob is deformed; the hand grip was sheared; the air/water tube was damaged and no longer water-tight; and the connector cover was chipped. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. The reprocessing manual also provides relevant prevention steps in chapter 5: reprocessing the endoscope. The investigation determined the leakage at the air/water tube may have impacted the reprocessing and made foreign material more difficult to remove. However, the source and the cause of the foreign material could not be definitely confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii gastrointestinal videoscope had an obstructed water channel. The device was returned to olympus for evaluation. During evaluation, foreign material was found in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.